Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5153094). The manufacturer received information alleging an issue related to a philips CPAP device's sound abatement foam. The patient has alleged that he suffered a burn on his leg from the portable oxygen concentrator battery when the device was plugged in. The patient sustained a burn that had to be treated. At this time, no medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not returned to manufacturer.

Manufacturer narrative:
In the previous report the b5 verbiage was given for recall which should be updated to: the manufacturer received information alleging an issue related to a philips CPAP device's event. The manufacturer received voluntary medwatch (mw5153094). The manufacturer received information alleging an issue related to a philips CPAP device's sound abatement foam. The patient has alleged that he suffered a burn on his leg from the portable oxygen concentrator battery when the device was plugged in. The patient sustained a burn that had to be treated. At this time, no medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In addition, the coding in "evaluation method code grid", "evaluation results code grid" and "conclusion code grid" with recall number corrected in this report for non-uno device.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5153094). The manufacturer received information alleging an issue related to a philips CPAP device's sound abatement foam. The patient has alleged that he suffered a burn on his leg from the portable oxygen concentrator battery when the device was plugged in. The patient sustained a burn that had to be treated. At this time, no medical intervention was required by the patient. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, conclusion code grid has been updated.